Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to chronic pain. The pocket was revised and relocated, and a smaller device was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. No issue was identified that required full analysis. (B)(4).